Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultralink meter read inaccurately high compared to another device (hospital meter). The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to confirm when the alleged meter inaccuracy began. The patient reported obtaining blood glucose readings of "97 mg/dl" with the subject meter and "67 mg/dl" on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan's criteria for accuracy. It is not known if the patient takes medication to manage his diabetes medication or if he made any changes to his usual diabetes management regimen in response to the alleged issue. However, the patient reported developing symptoms of "shakiness and nausea" as a result of the alleged issue but could not confirm if the symptoms developed before or after the alleged issue began. The patient denied receiving medical treatment. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. The csr noted the patient did not have control solution available to test the subject meter. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Follow-up #2: the retain test strips have been further evaluated by lifescan¿s product analysis with the following findings: although testing did not confirm the reported issue, the retain test strips failed performance testing with blood as they were found to be biased low at 100mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Followup #1: the retain test strips failed the performance testing with blood/control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.